Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data and diagnostic images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms demonstrated noise on the rv channel which most likely led to the inappropriate therapies mentioned in the complaint text. Additionally the three provided x-ray images were analyzed. The image taken on the (B)(6) 2009 shortly after the implantation showed the initial very tense position of the complained lead which might have affected the leads motion. The further x-ray images were taken in 2014 after the lead replacement and in 2017 after the extraction of the lead. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported this lead was capped in (B)(6), 62 months after the implant, due to inappropriate shocks. It was explanted in (B)(6) but not returned for analysis.

Manufacturer narrative:
(B)(6) 2017 - we received a device evaluation. Upon receipt, the lead under complaint was found cut approx. 52 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. The lead fragment showed fractures of the conductor cable to the ring electrode which most likely occurred during the extraction procedure. The available data did not show a sudden impedance increase during the implantation time. During the electrical analysis the conductor fractures of the conductor cable to the ring electrode were measured. No further peculiarities were found. The analysis of the distal lead fragment did not reveal any deviations which might have contributed to the reported inappropriate therapies. As the proximal lead fragment was not available for analysis, no further root cause investigation was feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.